Manufacturer narrative:
Legal manufacturer: hcs beijing - west area of building no.3, no.1 yongchang north road, beijing economic and technological development area china beijing, 100176. Block a: remaining patient information was not obtained due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient sustained a fracture when their arm dropped off the side of the table while exiting the bore after an exam. There is no indication of device malfunction.

Manufacturer narrative:
Block a: additional patient information was not obtained due to country privacy laws. A (B)(6) year-old patient was positioned head-first supine without the use of straps. At the end of the exam when the cradle was moving back into the table home position, her unsecured arm dropped below the cradle and made contact with the upper table structure, sustaining a fracture. Investigation concluded there was no malfunction of the system and the root cause was determined to be unintended use error. The user manual emphasizes patient safety during table movement, including instructions to secure the patient using body straps. It also warns operators to monitor the patient and equipment carefully at all times to prevent pinching or crushing injuries throughout the examination. In this case, these precautions were not followed. The design's residual risk has been determined to be reduced to as far as possible and no mitigations are available to significantly reduce the risk further. Gehc will continue to trend similar events. No further actions are planned by ge healthcare.